Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display w/ moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/31/2015 with the following findings: during testing, the display screen functioned properly. There was no line running through the display screen. The pump¿s casing was observed to be cracked by the top right corner of the display. The pump failed a leak test. The pump cover was opened and evidence of moisture was observed throughout the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.